Event description:
It was reported to fresenius via voluntary medwatch (mw5149545) that an anonymous hemodialysis (hd) patient utilizing the optiflux 160nre dialyzer for hd therapy experienced a blood leak during an hd treatment. In the event description it was reported that the alarm from machine did not sound to alert the nurse of the blood leak. The type of machine in use was not provided on the medwatch form, and the manufacturer and/or model remains unknown. The user facility considered the event to be life-threatening on the form, however, there was no specific serious injury or death reported. It is unknown if the product(s) or device(s) in question were returned to fresenius for physical investigation. Multiple attempts were made to acquire further details concerning this blood leak; however, no additional information was obtained. Clinical review: per the information from the medwatch form, a temporal relationship exists between hd therapy utilizing the optiflux 160nre dialyzer and the adverse event of a blood leak. In the absence of the required information for this reported event, the cause, nature and severity of the blood leak remains unknown. Blood loss during hd therapy is a known and an anticipated complication that varies in severity and causality. In the optiflux line of dialyzers instructions for use, it cautions users that dialyzers may leak resulting in patient blood loss or contamination with dialysate. Regardless, the cause of this adverse event cannot be determined with the information provided. Based on the available information, there was no specific allegation or objective evidence of any fresenius product(s) or device(s) deficiency or malfunction that caused or contributed to this patient¿s adverse event.

Manufacturer narrative:
Plant investigation: the reported complaint was not confirmed as the complaint device was not returned for manufacturer evaluation. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There were multiple approved temporary deviation notices (dns) in the production of this lot which were unrelated to the complaint event. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. A definitive conclusion regarding the complaint incident cannot be reached without physical examination of the actual device. Therefore, the complaint is not confirmed. Continuous improvement is of the utmost importance to fresenius medical care as we strive to provide dialysis products of the highest quality to our patients. Reports of leaking product are investigated both individually as complaints, as well as via the nc/CAPA program, in order to assess and improve our products and processes. Capas for vision systems and blood leak reduction are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks.